Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4543 lead, implanted: (B)(6) 2009, dtba1d1 ICD (B)(6) 2014. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular lead could not be placed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.